Event description:
Revision surgery - due to the rotator cuff rupturing and causing the prosthesis to not function properly.

Manufacturer narrative:
The reason for this revision surgery was identified as a torn rotator cuff after 10 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr# 10776 showed 14 parts (part#: 503-00-012) returned to the vendor for features being over tolerance. A review of the product complaint report history showed this is the 13th complaint for this product (7 stability/poor joint, 2 infection, 1 pain, 1 trauma, 1 surgical technique, 1 fixation), first for this lot. The root cause for the patients torn rotator cuff could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.